Manufacturer narrative:
(B)(6). (B )(4). Location : hospital.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at t11 to treat a vertebral compression fracture. During the procedure, the balloon could not advance down the cannula. The case was completed using a unilateral approach with one balloon due to the balloon not advancing. According to the report, the physician suspected the balloon was not "rigid" and believed the tip of the balloon may have been "untethered". Overall, the physician was reportedly pleased with the outcome of the surgery. No patient complications were reported.

Manufacturer narrative:
Additional information: product analysis : visual review did not identify material damage. Complaint return ibts partially inflated as received. When attempting to evacuate the balloon, it was identified that the appeared to have blockage within the cannula, therefore, the balloon did not fully collapse, preventing the balloon from starting into the stylus cannula. Unable to evaluate the instrument as received by the doctor. Unable to determine root cause of the foregoing event from the available information. The ibt¿s were received in a condition unsuitable for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.